Manufacturer narrative:
The pump has been returned to animas for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filed.

Event description:
On (B)(6) 2011, the pt contacted animas alleging that her pump finally stopped working. The pt had initially contacted animas on (B)(6) 2011, alleging that keypad button presses were intermittently not activating desired pump functions. That same day, the pt was sent a replacement pump. On (B)(6) 2011, the pt was reportedly calling to set up the replacement pump. The pt indicated that she had not administered any insulin. She also claimed that her blood glucose (bg) level was greater than "600 mg/dl". The pt subsequently contacted her health care provider (hcp) and was recommended to take a correction via syringe. The pt denied having symptoms. Based on the information provided, this complaint is being reported due to the following conclusion. The pt claimed that the pump stopped working and she developed a bg level that can be associated with a serious injury.